Manufacturer narrative:
Corrections made to sections.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that the patient¿s weight was unknown and would not be able to be gained. The cause of the high impedance was unknown. This information was confirmed by the health care professional (hcp). There were no patient symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported an impedance issue. The representative reported that while testing impedance, one of the leads showed greater than 10k ohms. The other lead was fine, the impedance from 600 to 800 ohms. The patient was getting good pain coverage. The lead with the high impedance was not being used. No patient symptoms were reported and no further complications were anticipated. The indication for implant was non-malignant pain.